Event description:
The product was returned without information. According to the logs, the pump contained baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the pump removed because it came out of the pocket on (B)(6) 2014. The patient had great results from the therapy, and "not the therapy but the pump itself was the removal reason." The patient had several reschedules for his pump surgery and would get an open sore, and they did not want to schedule. Then the patient was scheduled to get a new pump in (B)(6) 2015. The patient had "so much swelling," and was in wheelchair and keeping legs elevated. The patient "hasn't been listening to his doctor and will drop something on it and it bruises it and wants to get the sores healed up." The patient stated that it had been over a year from the pump being out, and he had some tone issues now, and issues with his bladder (incontinence). The tone and bladder issues started in 2014. The patient had a physical therapist that was trying to stretch the patient who "could not believe how tight the patient was." The patient was taking an oral drug "mirpex" to help with the clonus. The patient had (B)(6) in (B)(6) 2015, but it was gone at the time of the report. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal.